Event description:
On (B)(6) 2011, the lay user/patient's wife contacted lifescan (lfs) alleging that the patient's onetouch ultra meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient and/or reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient's wife alleged that the issue began on (B)(6) 2011 at 7am. The patient's testing frequency is not known; however, according to the csr's documentation, the patient manages his diabetes with a dose glimepiride (at 5am and 7:30pm) and levimir (10 units and increasing by 2 units everyday at 6pm). According to the csr's documentation, five hours prior to the start of the reported meter issue, the patient was experiencing symptoms of shaking, sweating, felt cold, pale, nauseated, and had a headache. Prior to the onset of his symptoms, it is not known what the patient's blood glucose result was (with the subject meter) and what action the patient took in response to the reading. It is also not specified if the patient had made any changes to his diabetes management, activity level, or meals before the alleged issue began. At the same time after his reported symptoms occurred, the patient consumed food/drink as self-treatment. According to the csr's documentation, at the time of the alleged issue, the patient reportedly obtained blood glucose results of "309, 267, and 245mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results do not exceed the expected value of <= 20% and/or <= 20 mg/dl. The patient reportedly did not test his blood glucose with another device. In response to the reported readings, the patient's wife indicated her husband continued with his usual dose of medication. Per csr notes, the patient reportedly developed symptoms again at 10pm; however, it is not known what the patient's blood glucose result was prior to the onset of his symptom and what action the patient took in response to the reading. The patient's blood glucose result at the onset of his symptoms is again also not known and it is not specified if the patient received any treatment after his symptoms began. At the time of troubleshooting, the csr verified the correct unit of measurement on the subject meter and noted that the blood glucose results were from the approved (per owner's manual) sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.